Manufacturer narrative:
The customer reported only half of medication was infused through a secondary set of material 10016073, lot 24059103. The customer did not return the tylenol bottle or primary set. The secondary set was attached to an in-house primary set, but not issues were found. The complaint of underinfusion could not be verified. The clinical consultant that visited the customer informed me the vent was removed from the drip chamber to help with the tylenol flow. This caused the secondary set to leak directly out of the vent hole, and any further testing was made obsolete. The root cause is traced to the clinical practice on the secondary set-up. The clinical consultant has reached out and is available for any further questions. Device history record review for model 10016073 lot number 24059103 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 06may2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
It was reported that bd alaris secondary set was under infusing the following information was received by the initial reporter with the following verbatim: it was reported by customer that only half of the medication had infused.